Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was confirmed. The lead body was twisted; the clear ma was torn or separated from the proximal end of the proximal spring electrode and the spring was stretched at this point. There was blood or fluid noted in the helix housing.

Event description:
Boston scientific received information that the right ventricular (rv) lead was not implanted successfully due to shocking electrode, gore covering. Additional information indicated that the coil was exposed on fluoroscopy. The rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead was confirrmed. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to physical damage on shocking electrode and gore covering. Additional information was received which confirmed that coils were exposed per fluoroscopy. This lead was never in service. No adverse patient effects were reported.